Manufacturer narrative:
A ge oec service representative investigated the issue and found a falling hard drive that was removed and replaced with software reloaded. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 2800 fluoroscopy system was slow to boot up. System would not save images.